Manufacturer narrative:
(B)(4). Product has been received. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was noticed in the sterile packaging of the device. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon review of the reported event, this report will be completed under manufacturing report number 0001825034-2018-08713.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: complaint sample was evaluated and the reported event was confirmed. Review of the picture provided identified that there is a hair in the packaging pouch. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.